Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Investigation via customer assisted troubleshooting revealed that the accutni reagent pack had been placed in the incorrect instrument location. The accutni result has been unpunctured and was not used in the assessment of the samples. Troubleshooting did not find any pack sharing occurring between this instrument and an alternate instrument in the laboratory. Beckman coulter inc. Access 2 operator user's guide section 2:7 defines the appropriate means of loading a reagent pack onto the instrument, as well as the ramifications of not utilizing the correct method of loading a reagent onto the system. The cause of this event is use error linked to the misloading of the accutni reagent pack on the instrument. Beckman coulter inc. Previously issued a customer notification in regards to this issue. Mdrs associated with this event are: 2122870-2012-01341, 2122870-2012-01342.

Event description:
The customer reported that cardiac troponin (accutni) no value results with instrument flags were generated on the access 2 immunoassay system for multiple patients. The instrument flag was an indeterminate flag which is indicative of a result which cannot be distinguished from a system failure because the relative light unit (rlu) reading or concentration is too low. Beckman coulter inc. Review of customer supplied patient data indicated the involvement of ten patients with initial, or initial and repeat, "no value" accutni results generated on an access 2 immunoassay system on (B)(6) 2012. This report represents the accutni no value results generated on (B)(6) 2012 for six patients. The accutni no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc assessment of customer supplied instrument assay performance data indicated that a previously performed system check and calibration generated acceptable results. Accutni quality control results were within the customer's established ranges during the timeframe of the event. Additional patient results were provided for some of the customers however were not questioned as part of this event. Specific patient information and sample handling/collection information were not provided by the customer. The reagent and calibrator lot numbers associated with this event were 122056 and 121451 respectively.